Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ shielded IV catheter broke from the hub. The following information was provided by the initial reporter: "it was reported catheter broke/separated".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ shielded IV catheter broke from the hub. The following information was provided by the initial reporter: "it was reported catheter broke/separated".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-may-2022. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one retracted autoguard blood control unit. A microscopic inspection of the tubing was performed, and multiple points of damage were found to the catheter tubing of insyte autoguard device. Three instances of v-shaped damage were observed to the catheter tubing on the blood control unit. Additionally, some skiving and marks were observed to the inside of the tubing. V-shaped damage is representative of the needle piercing through the catheter wall. Although the reported issue was confirmed as the needle through the catheter, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The needle may pierce through the catheter wall during manufacturing (set together stage) or during application. As the set together state is performed in one motion and the catheter tubing has been pierced three times, it is unlikely that the defect originated during manufacturing. The multiple piercings indicates that the needle most likely pierced the catheter during application. The needle can pierce the catheter wall during application while breaking tip adhesion, by advancing the device at the incorrect angle or by pulling the needle back and re-cannulating during venipuncture. DHR could not be performed due to unknown lot#.